Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lead haptic of an intraocular lens (iol) moved forward with it stretching. Since there was no other lens with the same strength, the lens was removed from the eye and placed on a clean dish. Another cartridge and injector were prepared to set the lens, and the lens was inserted into the eye. The procedure was completed without problems. At the post operative examination on the following day, a foreign material that looked like strap-shaped resin was observed between the optic of the iol and the posterior capsule of the crystalline lens. The patient has been under observation after the surgery. It was stated that the account did not inspect the lens prior to loading it into the new cartridge. The iol was cleaned in a petri dish and implanted. After the lens was implanted, the foreign material was found in the eye. No information about the model of cartridge used was provided. It was reported that the doctor had to use this lens as no replacement was available at that time. It was indicated that the total length of foreign material is unknown because it has a string-like shape that contracts and folds, but the size of the mass is estimated to be about 2.5 mm because of the size of the intraocular lens. It was noted that the color is slightly whitish, translucent and resinous. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been japan. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted, that the box for "section h8: usage of device" was not selected in the initial emdr report. Therefore, it is being captured in this supplemental emdr report. Additional information: evaluation of the photo provided: it was observed, a lens implanted in patient eye. Making it visually impossible to identify through the photo, the conditions reported. Based on the photo provided, it is not possible to confirm, the defect reported, since have poor resolution and high magnification. Based on the evidence observed, and since the lens and device are not available for a thoroughly evaluation, the complaint issue reported could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.